Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021 for 2 days. Customer¿s blood glucose at time of incident was 886 mg/dl. Customer¿s current blood glucose was 384 mg/dl. Troubleshooting was done for high blood glucose. Customer stated they had post-reset ram crc alarm. Auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.